Event description:
The product was used during a kidney transplant. Reportedly, the pt has a history of asthma and post-operatively (during extubation) had a coughing spell. One day post-op, a bulge was noted in the patient's abdomen. The following day the pt was returned to the or for a re-operation for dehiscence. The product was noted to be broken and the knots were still intact. The clinical suture was discarded.